Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm suspended the pump's basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm bg reading was 36 mg/dl, and the meter bg reading ranged from 538-539 mg/dl. Additionally, the customer ate a sandwich and subsequently experienced a high bg level. Customer delivered a correction bolus via the pump to initially address bg. The customer was subsequently hospitalized where healthcare providers administered intravenous insulin to address bg. Customer was released from the hospital on (B)(6) 2022 with the issue resolved and no permanent damage. The transmitter ID number was not provided by the user, therefore no further information regarding the event could be obtained.